Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 417 mg/dl at time of incident. The customer did not mention any symptoms or how they treated they high blood glucose event. Customer states that insulin pump had failed battery test alarm. Troubleshooting was performed and the issue was not resolved. Customer was advised that the battery cap will be replaced. It was not mentioned whether the auto mode feature was active at the time of the high blood glucose event. Follow up has been requested. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will not be returned for analysis.